Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead; product ID: neu_unknown_lead, product type: lead; product ID: 74002, lot#: 0206584055, implanted: (B)(6) 2013, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information stated the patient's leads and adapter were explanted.

Event description:
It was reported that high impedances were noted with values of more than 20000 ohms. The patient had two leads with the implantable neurostimulator (ins). The ins battery was depleted normally so it was decided to replace it with a new ins. The two leads were connected to the pocket adaptor and then to the new ins. Impedances were tested and they were > 40000 ohms even though it was attempted to disconnect, clean the connection site and reconnect the leads. It was also decided to replace the old extensions to solve the impedance issue. During their explant, one of the leads was accidentally cut. Impedances on the only lead left were normal so it was decided to let it "as is." However, when the patient woke up, she couldn't feel the stimulation. It was stated that she would be soon re-operated on to replace the lead, the extension and the pocket adaptor. Patient status at the time of this report was noted as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the extensions revealed the following: no significant anomalies found. The extensions were both cut through or segmented. Final device analysis of the adaptor revealed the following: no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.